Manufacturer narrative:
The investigation was completed during the reporting period and no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This summary report is for 1 malfunction event. The event was related to suction loss during laser fire. There was no patient injury reported associated to the event.